Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospitals informed cook on (B)(6) 2020 of an incident involving a wayne pneumothorax tray, rpn: c-utpty-1400-wayne-112497-imh from lot# 10158554. The device reportedly had resistance when the wire guide was removed, and the wire guide broke during a thoracostomy w/ insertion of chest tube to treat a hemothorax on (B)(6) 2020. Further communication with the user facility clarified where the device was placed, the type of drainage performed, and how long the device was placed. Another device was placed to complete the procedure. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, drawing, instructions for use (IFU), and quality control were conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned for evaluation. However, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record for this device lot recorded no nonconformances or additional complaints. A review of the device history record for the wire guide lot revealed 1 potentially related nonconformance that was scrapped. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: instructions for use ¿when the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. Remove the needle, leaving wire guide in place. Advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. Advance the catheter over the wire guide into the pleural cavity to desired depth. Remove the wire guide and catheter obturator.¿ based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause was established as component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the guidewire in a wayne pneumothorax tray was found to be broken upon removal. The product failed upon initial placement during a thoracostomy procedure to drain a hemothorax. The device was placed in the right anterior chest, 4th intercostal space, to drain bodily fluid. The catheter was placed and resistance was felt upon removing the guidewire. When pulled out, it was found to be broken. After the guide wire was observed to be broken, "the straightening trocar was removed". The catheter "never drained blood", so a second device was successfully used in its place. No adverse effects to the patient have been reported.